Event description:
Customer reported a massive amount of plasma colored splatter in the centrifuge area of the abs2000.

Manufacturer narrative:
A service visit was performed. The motor couple was modified to maximum specification, and the centrifuge spin motor was replaced. Assembled unit and ran qc; there was no splatter observed.